Event description:
Pt states that blood glucose level elevated after last 5.0 unit of insulin was administered. This required no physician or hospital intervention. Insulin injections were administered at home.